Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported customer (a (B)(6) year old, male) had gone on a two week holiday with his new freestyle neo meter and during that time, it consistently produced readings between 33 mg/dl - 50 mg/dl, so he kept consuming more and more sugar. When he returned home, on (B)(6) 2016, it was discovered he had lost 5 kg and was constantly dehydrated, so he was taken to the hospital. At the hospital, a laboratory result of 600 mg/dl was received at 11:30 pm, customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion to rehydrate him. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and test strips (B)(4) were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during blood testing.